Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the device had reached explant. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they were no longer relied upon to determine the depletion status of the device. This device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the device had reached explant. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they were no longer relied upon to determine the depletion status of the device. This device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed.the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.